Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of asd (atrial perforation) appears to be related to procedural conditions, as the steerable guide catheter is advanced through the septum in order to gain access to the left atrium. The reported patient effect of atrial septal defect (atrial perforation), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the enlarged atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted, reducing the mr to 1-2. After the procedure, the steerable guide catheter (sgc) was withdrawn and under echo an enlarged atrial septal defect (asd) was noted. The asd was closed with an occluder. There was no adverse patient sequela. No additional information was provided.